Event description:
Customer reported the v series monitor keeps rebooting, which may have resulted in a loss of monitoring. No patient injury was reported.

Manufacturer narrative:
(B)(4) service representatives replaced a system cable, tested and verified operation.